Event description:
It was reported that the patient's pump was explanted today due to infection. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: it was reported that the onset/diagnosis of the infection was (B)(6) 2011. The infection was found with back surgery. The primary location was the lumbar region. Perioperative antibiotics were administered. A culture was obtained from the lumbar region. The type of organism cultured was noted to be (B)(6). Treatment for the infection was IV and oral antibiotics and total device system explant. A pre-op risk factor was noted as debilitated status. The patient outcome was noted as infection resolved.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(4) 2011, explanted: unk.